Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and pump did not display malfunction alarm again after reset.